Event description:
During a pta treatment procedure, the sasuga ham pta balloon dilatation catheter marker band migrated on the catheter. The catheter was advanced to the lesion and inflated. During the second inflation imaging showed the proximal marker band had moved. The device was removed. A new balloon catheter was used and the procedure was successfully completed. No pt injuries or complications were reported. The pt's status is reported as 'good'.